Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer stated on bravo procedure where the capsule failed to attach. The pt was not harmed. The customer had removed the delivery system and used endoscope to verify. At which point they found it had not attached, could see location where suction had pulled tissue. Discovered the ph capsule in the pt's mouth and recovered. Placed another with no problem.